Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that nearly 6 months after dental implant was installed in intraoral region 15#, its non-osseointegration was observed. In addition, the patient presented bone type IV, biomechanical overload has happened and immediate load was performed.